Event description:
Customer reported that battery was depleting too quickly. There was no reported adverse impact to the customer¿s blood glucose level. Customer was advised to fully charge pump to 100% for continued testing and monitoring. Multiple attempts were made to obtain additional information; however, no additional information regarding this event was provided.